Event description:
Alleged the bed would "pop" out of the brake position when the bed was shaken.

Manufacturer narrative:
The hill-rom field investigation indicated the brakes would not hold on the bed. The hill-rom field technician adjusted the casters to repair the bed.